Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 435 mg/dl while using the infusion sets. In 2009, she felt sick and her blood glucose was elevated, and she found the infusion set was leaking insulin. Her normal blood glucose level is 80-120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.